Manufacturer narrative:
Medwatch field d4. Has been updated.

Manufacturer narrative:
On (B)(6) 2022, the customer initially had calibrations with errors. Subsequent calibrations performed that day and prior to the event were successful, with no errors. The customer had low quality control results for one level of control on (B)(6) 2022, but these were still within range. Subsequent repeats of the control level that day recovered closer to the mean. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated that controls and patient results were running low for ise indirect na for gen.2 on the cobas 8000 ise module. The customer recalibrated, repeated controls, and then repeated patient samples. One patient sample had discrepant na results. The sample initially resulted in a na value of 134 mmol/l when run in a cup on top of the primary tube. The initial result was reported outside of the laboratory. The sample from the primary tube was poured into a fresh sample cup, placed on top of the tube, and repeated on a second analyzer on (B)(6) 2022, resulting in a value of 139 mmol/l. The repeat value of 139 mmol/l was deemed correct as it matched the patient's history and a corrected report was issued. The same sample cup on top of the tube was then repeated on the original analyzer, resulting in a value of 140 mmol/l. The serial number of the cobas 8000 ise module is (B)(4).

Manufacturer narrative:
The field service engineer determined the issue was related to poor calibration. Controls recovered low, but just within range. Recalibration resolved the issue. Visual checks of the analyzer were performed. Precision studies were run. Controls recovered close to the mean and precision was within specifications.